Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of 350 mg/dl to above 500 mg/dl for 2-3 months, and she believes the insulin delivery of the infusion device is too low. The infusion device often displays e7 electronic, e4 occlusion, and e6 mechanical errors during boluses. The customer now delivers insulin via pen. No adverse event was reported. The alleged product was requested for evaluation.